Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the upstream occlusion (uso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during infusion, the pump exhibited a continuous alarm for upstream occlusion (uso). Per the reporter, the clamps were open, no kinks were present in the tubing, and the medication spike was fully inserted into the bag. The pump was able to be restarted a few times but the alarm persisted. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.